Event description:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals ("allergy to nickel"), fatigue ("very major fatigue"), gastrointestinal disorder ("intestinal problems"), neck pain ("chronic neck pain"), menorrhagia ("heavy bleeding during periods"), visual impairment ("problems with vision"), auditory disorder ("problems with hearing"), dizziness ("dizzy spells") and palpitations ("palpitations"). Salpingectomy or hysterectomy scheduled for (B)(6) 2017. Essure treatment was not changed. At the time of the report, the abdominal pain, allergy to metals, fatigue, gastrointestinal disorder, neck pain, menorrhagia, visual impairment, auditory disorder, dizziness and palpitations outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, fatigue, gastrointestinal disorder, neck pain, menorrhagia, visual impairment, auditory disorder, dizziness and palpitations with essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic abdominal pain. Salpingectomy or hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes. In the present case, consumer also had intestinal problems, which could be an alternative explanation for the abdominal pain. However, given the nature of chronic abdominal pain, a contributory role of essure cannot be excluded. This case was regarded as incident since surgical intervention is planned. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel"), fatigue ("very major fatigue"), gastrointestinal disorder ("intestinal problems"), neck pain ("chronic neck pain"), menorrhagia ("heavy bleeding during periods"), visual impairment ("problems with vision"), auditory disorder ("problems with hearing"), dizziness ("dizzy spells") and palpitations ("palpitations"). The patient was treated with surgery (salpingectomy or hysterectomy scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain, allergy to metals, fatigue, gastrointestinal disorder, neck pain, menorrhagia, visual impairment, auditory disorder, dizziness and palpitations outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, auditory disorder, dizziness, fatigue, gastrointestinal disorder, menorrhagia, neck pain, palpitations and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic abdominal pain. Salpingectomy or hysterectomy was scheduled. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes. In the present case, consumer also had intestinal problems, which could be an alternative explanation for the abdominal pain. However, given the nature of chronic abdominal pain, a contributory role of essure cannot be excluded. This case was regarded as incident since surgical intervention is planned. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.